Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 4/27/2016. Electrode belt 6/11/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while in the hospital and while wearing the lifevest. It was reported that the patient had aspirated barium fluid and had coded prior to passing. Hospital staff was present at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received two inappropriate treatments from the lifevest during asystole, a non-life-sustaining rhythm, with CPR artifact. CPR artifact contributed to the false detection. Details of the event are below: at 11:03:32, the patient received the first treatment. The patient's rhythm at the time of treatment delivery was obscured by CPR artifact. The post-shock rhythm was asystole. At 11:06:54, the patient received the second inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR artifact, and the post-shock rhythm was asystole with CPR artifact. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. Review of the patient's continous ECG recordings revealed that from 11:07:15 to 11:12:45, the patient was in asystole with CPR and motion artifact. The rhythm then transitions to sinus tachycardia at 110 bpm. At 11:13:16, the patient's rhythm was sinus tachycardia at 110 bpm slowing to bradycardia at 40 bpm transitioning to atrial fibrilation (af) at 120 bpm. The patient's continuous ECG recordings show that from 11:14:04 to 12:12:50, the patient was in an idioventricular rhythm at 90 bpm. The rhythm then degraded to vt from 120 bpm to 150 bpm with CPR and motion artifact. The patient's ventricular tachycardia (vt) at 150 bpm self-converted to bradycardia at 30 bpm. The patient then received a non-lifevest defibrillation. The patient's rhythm at time of treatment was bradycardia at 30 bpm. Post shock rhythm was CPR and motion artifact. The rhythm then degraded to vt from 120 bpm to 150 bpm with CPR and motion artifact. CPR and motion artifact, and heart rate at or below the patient's physician prescribed treatment threshold prevented the lifevest from treating the patient during the treatable rhythms. The patient was seen in atrial fibrillation (af) at 120 bpm slowing to af at 60 bpm with CPR and motion artifact. The lifevest was shutdown at 12:12:50 on (B)(6) 2020. It was reported that the lifevest was removed by hospital staff and resuscitation attempts were made on the patient. The patient reportedly passed away around 12:56 pm on (B)(6) 2020.